Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. One used decontaminated sample was received for evaluation. The sample was received in used conditions without its original packaging. Visual testing was performed. Under visual inspection it was noticed that the inflation line was detached from the pilot balloon. Two (2) photographs were reviewed, where the inflation line detached from the pilot balloon was visually observed, thus confirming the reported failure mode reported. The root cause of the reported issue was undetermined.